Manufacturer narrative:
Evaluation summary: analysis of the device revealed normal battery depletion.

Event description:
It was reported by the patient that the device may have depleted prematurely. It was also reported by the patient that the right ventricular (rv) lead was not capturing at 2.5 volts but would only capture at 3.3 volts. The device was explanted and replaced; the rv lead was also replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside of the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.